Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with fc 801:16 was confirmed but not duplicated during event history review. The root cause of the reported problem could not be identified. However, a pump head module (phm) was replaced to address this condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During the event history review, a baxter technician discovered a colleague infusion pump with the condition of failure code 801:16, which interrupted delivery (B)(6) 2011 . It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).